Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. On the same day, it was reported that the pediatric patient experienced a hyperglycemic event and was diagnosed with diabetic ketoacidosis. Some time before going to the hospital, the cgm was reading 22.0 mmol/l and the blood glucose reading was 5.0 mmol/l. The parent stated that the dexcom inaccuracy was not the main reason for the hospitalization, but that it contributed to it. According to the parent the patient was brought to the hospital and was admitted there for about a week. During this week the patient received intravenous treatment with insulin. The patient was discharged after about a week, and at the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.